Manufacturer narrative:
A medtronic representative went to the site to test the equipment. When the medtronic field service engineer arrived to perform the system checkout, another manufacturer representative had already resolved the issue by rebooting the system. It was noted logs indicated the rotor source had failed to home initially, but then homed after several reboots. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system powered on with an initializing collimator error. The system was rebooted three times without resolve. This issue was noted outside of a procedure, and there was no patient involvement.